Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker right knee. Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding pain, swelling, tissue damage, and an x-ray that showed ¿there was quite a bit of overhang in the knee¿ involving an unknown stryker knee was reported. The event was not confirmed. The device was not returned for evaluation. Device history review and complaint history review could not be completed as the device was not properly identified. The exact cause of the event could not be determined because insufficient information was provided for review. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, the investigation will be reopened.

Event description:
It was reported that the patient stated that her knee never got better after the original implant surgery. The patient had constant excruciating pain, swelling and fluid on the knee. In (B)(6) 2012, patient says x-rays showed "there was quite a bit of overhang in the knee". The patient's original surgeon retired. A second surgeon performed revision surgery on (B)(6) 2012. The patient reports that the original implant cut a ligament in half and that she had significant bone loss.

Event description:
It was reported that the patient stated that her knee never got better after the original implant surgery. The patient had constant excruciating pain, swelling and fluid on the knee. In (B)(6) 2012, patient says x-rays showed "there was quite a bit of overhang in the knee." The patient's original surgeon retired. A second surgeon performed revision surgery on (B)(6) 2012. The patient reports that the original implant cut a ligament in half and that she had significant bone loss.